Event description:
It was reported that the handpiece was leaking oil out of the bottom. The handpiece was cleaned off, sterilized and used in the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer and a sample of the substance was taken for further evaluation. This report will be updated when the investigation is completed.